Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. The customer also reported that the insulin pump alarmed external ram error and battery out limit. Troubleshoot was performed. Customer cannot recall blood glucose reading. Customer was advised time and setting were retained. Customer troubleshooting was performed. Customer stated the alarmed happened during normal used but the insulin pump passed self-test. The customer said alarm reoccurred after changing battery in the insulin pump. Customer also reported battery out limit alarm during normal use. Customer was advised to continue using the insulin pump until replacement arrived. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm. No unexpected battery out limit anomalies noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.